Event description:
It was reported that noise was observed on the ventricular channel. Lead fracture was noted. The lead was capped and replaced without any adverse events.

Manufacturer narrative:
(B)(4).